Manufacturer narrative:
Continuation of d10: product ID: 3387s-40 (lot: va2fh94); product type: 0200-lead. Product ID: 3387s-40 (lot: va2gq9z); product type: 0200-lead. Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension. Brand name: activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator is dropping. When touched, it shows that the lead wire is sticking. It hurts when pushed around the lead wire. The pain is also felt when sleeping due to tension. The patient was asked to consult with the medical institution. The issue has not been resolved. It is unknown if there are any patient/external/environmental factors contributing to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the stimulator dropping was unknown. The issue has not been resolved and it is unknown if there are any actions being taken to resolve the event.